Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for implanted devices associated with this event and no nonconformities were found. Device was not available for return.

Event description:
During a routine follow up call, it was reported to nevro that a patient had acquired a (B)(6) infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted and follow up report indicated that the patient had recovered from the procedure. There was no report of further complication.